Event description:
Same case as MFR#: 2134265-2012-01454, 2134265-2012-01455, 2134265-2012-01951. It was reported that post a stenting treatment procedure, stent thrombosis was identified. The 99% stenosed, eccentric, 4.0x55mm lesion being treated contained a <=45 degree bend and was located in the moderately tortuous, severely calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 3.5x15mm apex balloon. A dissection with no flow was identified after predilatation. The physician implanted three promus element plus stents (2.25x12mm, 4.0x12mm, and 4.0x28mm). The stents were post dilated with a 4.0x12 non-bsc balloon. The stents were confirmed to be angiographically apposed. Medications given included: angiomax and plavix. Approximately one hour post the stenting procedure, the patient complained of chest pain. Per the user/facility medwatch report: the patient coded in the post op room at 16:52. The patient survived the code after receiving "two shocks" and was taken back into the cath lab at 18:39. An acute 50% stent thrombosis in the proximal promus element plus stent was identified. Ptca with a 4.0x12mm non-bsc balloon was performed and flow was reestablished. Medications given included: angiomax and integrilin. In the physicians opinion the event was not related to the stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).